Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection verified the reported problem of a degraded downstream occlusion (dso) seal. It was determined that the dso seal was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's dso seal is degraded. There was unknown patient involvement.